Event description:
Reporter calling, stating she received a letter from medtronic about a problem with the guardian sensor and potential complications with "hydroxyurea". Reporter states that her former partner was diabetic and did use a guardian sensor, and that he died in "(B)(6) 2020" after being diagnosed with cancer. Reporter states she is confused why she is receiving this letter so long after his death.